Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, g2, h1, h2, h3, h6, h10, h11. D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). E4: mw5161193 the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products ------------------------------------------- kne-unk-bearing lot# unk kne-unk-femoral lot# unk 00111314001 palacos rg 1x40 single lot# 84104540.

Event description:
It was reported through maude report mw5161193 that the patient underwent knee revision surgery due to pain. No contact information for the facility or patient was provided in the maude report.